Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during the implant. The lv lead was positioned. The physician peeled the sheath back and attempted to remove the stylet from the lead, but was unable to. Additional tension was applied. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.